Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged medical problem. There was no report of serious or permanent patient harm or injury. The correct event should be - the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged that he has a 100% left paralyzed diaphragm and a 30% right paralyzed diaphragm and that the only thing that keeps him alive at night is the device. There was no medical intervention reported by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In box h; types of reported complaint, patient outcomes code grid, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid and in box b; adverse event/ product problem, outcome attributed to ae has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged medical problem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.